Event description:
It was reported that the remote alert triggered from the detector. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the artifacts on images. The device was in clinical use and there was no patient or user harm. The remote service engineer (rse) performed analysis and concluded that artifacts on images were causing image quality issues, leading to image rejections and possible re-examinations due to being dropped. The drop resulted in degradation of detector performance, influenced by both its physical condition and usage patterns. System logs were reviewed, and additional errors related to the wireless detector were identified. Then the field service engineer (fse) visited onsite and confirmed that the calibration had been completed by the staff. No issues have been reported since, and the system is functioning properly and has been returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).